Manufacturer narrative:
(B)(4). Age at time of event 18 years or older. (B)(4).

Event description:
It was reported that cocktail leak occurred. The target lesion was located in the severely calcified coronary artery. A rotalink plus was selected for use. During preparation, it was noted that a large amount of water (cocktail) leaked from the device body. The physician elected to stop using the device due to considerable leakage. The procedure was completed with another of the same device. No patient complications were reported and the patient status is good.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. Evaluation of the returned device revealed that the advancer knob was locked upon return in a backward position. It was loosened and advanced in order to inspect the handshake connection. The handshake connection of the advancer and catheter was inspected .no issues were noted with the handshake connection or with the movement of the advancer knob. A handshake connection test was carried out to examine the integrity of the connection and no issues were noted. The advancer housing was dismantled and no anomaly was noted. The housing was reattached. The complaint unit was wet tested the system was able to reach an optimum speed of 175k rpm at 36 psi. No leak was noted during the attempt to wet test the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that cocktail leak occurred. The target lesion was located in the severely calcified coronary artery. A rotalink plus was selected for use. During preparation, it was noted that a large amount of water (cocktail) leaked from the device body. The physician elected to stop using the device due to considerable leakage. The procedure was completed with another of the same device. No patient complications were reported and the patient status is good.